Manufacturer narrative:
Bent IV pole.

Event description:
It was reported by service report that the foot-end lift is inoperable and the bed was in its highest height. It was also reported that the IV pole was not fully retracting. The customer could not determine if there was pt involvement or if there were adverse consequences to report.